Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using battery power, however, the led segments did not illuminate as expected. Internal inspection revealed significant corrosion throughout the system board. The led display was malfunctioning due to significant corrosion on the system board caused by liquid ingress.

Event description:
It was reported that the display segment was missing when the device was turned on. The unit was not able to monitor patient(s). No known impact or consequence to patient.